Manufacturer narrative:
E1 initial report phone number- (B)(6). The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following CT scan after implant procedure, it was revealed that patients lead migrated. As a result, surgical intervention was undertaken wherein on (B)(6) 2025 wherein lead was repositioned to address the issue.